Event description:
The pt had a severe intra-stent restenosis of the mid left anterior descending branch (lad) 8 months after. The pt was a male with a history of previous mi, non-insulin dependent diabetes mellitus, hyperlipidemia. And a current smoker. Indication for the intervention was a myocardial infarction, which occurred 12 days prior. The lesions which were >50% stenosed were the mid lad and the 1st diagonal. Reopro was used during the procedure. Act during the procedure was 222 and heparin was also administered. The mid lad was 3.0mm in diameter and 32mm long. The lesion was 70% stenosed prior to the procedure. There was no calcification or tortuosity. Timi flow was 3. The 1st stent was deployed at 13 atm. The 2nd stent was delivered at 18atm. It was proximal and overlapping the 1st stent. Both stents were 3.0 x 18mm stents. Final timi flow was 3 and there was 0% stenosis. Cardiac enzymes pre and post procedure were normal. The pt was given aspirin and plavix before, during and after the procedure. Lvef done after the procedure was 30%. The pt was discharged the following day to the referring hospital for 24 hours of observation. At the 6 month follow-up, the pt stated he experienced an arrhythmia a month after the procedure (2002), which lasted a month. The arrhythmia was noted as mild in severity, unlikely related to the study device or procedure. Three months after the index procedure (the next month), the pt had a stress test and ECG detected ischemia. The pt was re-hospitalized 8 months after the index procedure for a repeat angiography of the mid lad (six months later). The angiogram showed there was 80% restenosis at the junction of the two stents and 40% restenosis distal to the distal stent. A cutting balloon was used and a bx velocity 2.75 x 8 mm was placed. The pt was discharged the following day. Two products with the same catalog and lot numbers are represented. A review of mfg route sheets was completed and results indicated this lot of products met all requirements for product acceptance. Add'l info will be submitted within 30 days of receipt.